Event description:
It was reported that during an unknown procedure, the handpiece was giving error code 5. Completed the case with a second handpiece with no pt consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, it and was found that the hand piece no longer meets the specs for phase margin. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.